Event description:
It was brought to my attention during shift change that there were concerns about inaccurate fio2 delivery from this patient's ventilator. Therapists from the prior shift elected to place an external fio2 analyzer in-line with the ventilator to verify accurate fio2 delivery. In addition to the issue with fio2 monitoring, the off-coming therapist reported issues with sustained hypercarbia since admission to the ICU. Shortly after the start of my shift, the patient was transported to CT, allowing me an opportunity to remove her from the ventilator in question and perform a full pre-use device check and circuit calibration. The patient was returned to the ventilator after it passed pre-use calibrations and the external fio2 analyzer apparatus was removed from the circuit. Upon returning the patient to the ventilator in question, the devices; internal oxygen analyzer appeared to be functioning correctly (no signs of error or alarms). Additionally, with the removal of the external fio2 analyzer and its necessary adapters, there was an immediate observed decrease in her monitored end-tidal-co2.